Event description:
The facility's operating room supervisor reported an infusion pump that non delivered. A follow-up with the anesthesia doctor revealed there was no pt injury, and the incident occurred during the setup of the pump. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.